Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2016-01149. The patient (B)(6) received a dbs system for dystonia. It was reported during the patient's ipg replacement procedure (reference MFR. Report: 1627487-2015-01025), the physician experienced difficulty removing the extensions from the ipg header. After several attempts, the physician had to cut the ipg header to release one of the extensions. Diagnostic testing identified high impedance values on both extensions. The physician elected not to use the extensions and subsequently, the extensions were explanted on (B)(6) 2016. Stimulation was restored following the procedure. (Date of implant) is unknown at this time.